Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent anterior and posterior colporrhaphy.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07399. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent posterior colporrhaphy, vaginal repair of enterocele, vaginal vault colpopexy suspension using sacrospinous ligament and perineoplasty on (B)(6) 2000 due to vaginal vault prolapse and symptomatic rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent abdominal hernia repair with gore dual mesh implant, liposuction with fat injection to her hands on (B)(6) 2012; due to recurrent abdominal hernia, lipodystrophy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe abdominal pain and severe lower back pain, organs pushing down and through vaginal area, recurrent cystocele and rectocele. It was reported that following insertion the patient experienced stomach pain, stress, constant bladder infections, nausea, pain and burning when urinating, no sex life, mental and emotional anguish. It was reported that patient underwent a mesh removal. (B)(4).